Manufacturer narrative:
The hakim valve (ID 823100) was returned for evaluation. Device history record (DHR) ¿ the product code 82-3100 with lot 178188, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 190 mmh2o. The valve was visually inspected; no defects noted. The valve was hydrated. The catheter was irrigated, no occlusion noted. The valve was tested for programming and failed. The pressure test could not be performed because the device could not be programmed. The valve passed the test for occlusion, leak and reflux. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris were found on the ruby ball, on the seat of the ruby ball and motor. A visual control magnetizing engines was performed; a normal polarization was noted. Root cause analysis - a root cause for the issue reported by the customer is due to biological debris and protein build up interfering with the valve in view of the biological debris found during the investigation. The root cause for the pressure issue noted during the investigation is due to biological debris found on the ruby ball and on the cam/ ball arm assembly as well as the rc, the debris was stopping the ruby ball from being seated correctly.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Additional information received: the setting of certas l-p shunt was changed to 8 (virtual off setting). It remains in patient¿s body.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (id823100) was implanted due to communicating hydrocephalus and secondary normal pressure hydrocephalus (snph) via ventriculoperitoneal shunt on (B)(6)2019 with the pressure setting of 200mmh2o. From (B)(6)2023, the patient developed ventricle dilation, therefore, the doctor tried to change the pressure setting, however it could not be changed from 200mmh2o. The flow of the cerebrospinal fluid was confirmed, so the valve was not explanted at that time. The patient¿s condition worsened again (B)(6)2024. Therefore, the certas l-p shunt was added to implant on unknown date, however the symptoms of hydrocephalus did not improve. The physician suspected a non-communicating hydrocephalus caused by spinal canal stenosis. Therefore, a revision surgery was performed on (B)(6)2024. The product was explanted and replaced with a certas valve (828806). According to information provided, the product ID of the certas valve that was added to the implant is unknown. It is also unknown if there was a failure with the certas valve. The valve was not removed. Primary disease: neuroma of cervical vertebrae